Event description:
It was reported while using the bd bactec¿ mgit¿ 960 sire kit, an unspecified number of patient samples were found to be contaminated with bradyrhizobium dentrificans upon identification from a different public health lab. The customer stated that contamination was visually observed in the isoniazid, ethambutol, and possibly rifampin tube samples. The contamination was noticed due to unusual turbidity in the affected tubes. It was also noted that qc was affected. There were no health impact or consequences reported. The customer has not responded to multiple follow up attempts by bd for additional information.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. The information for the additional 510k is as follows: g4. PMA/510(k)#: k014123. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bactec mgit 960 sire kit batch 5020124 is composed of mgit 960 sire supplement batch 4289932, mgit 960 streptomycin batch 4297723, mgit 960 isoniazid batch 4297728, mgit 960 rifampin batch 4297733, and mgit 960 ethambutol batch 4284998. Mgit 960 sire supplement is manufactured by rehydrating the media components with usp purified water and mixing until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per standard operating procedures (sop). The batch history record reviews for bactec mgit 960 sire kit batch 5020124, mgit 960 sire supplement batch 4289932, mgit 960 streptomycin batch 4297723, mgit 960 isoniazid batch 4297728, mgit 960 rifampin batch 4297733, and mgit 960 ethambutol batch 4284998 were satisfactory with no quality notifications generated during manufacturing and inspection. Formulation, filling, and lyophilization processes were within specifications. Qc inspection and testing, including all sterility and antibiotic susceptibility testing, were satisfactory at the time of release. The release testing that is performed on this product does include bioburden testing. Samples are incubated at 35 degrees celsius for up to 13 days. All bioburden testing performed on this batch was satisfactory per bd internal procedures. The complaint history was reviewed; a trend has been identified for this defect. Two photos were provided by the customer. Neither photo addresses a defect for kit batch 5020124. There are no returned samples available to assist with this investigation. Retention samples of sire supplement batch 4289932, streptomycin batch 4297723, isoniazid batch 4297728, rifampin batch 4297733, and ethambutol batch 4284998 were available for inspection. Two supplement vials were incubated, one at 20¿25°c and one at 33¿37°c for seven days. Two vials of each of the lyophilized drugs were reconstituted; for each drug batch, one vial was incubated at 20¿25°c and one vial was incubated at 33¿37°c for seven days. After seven days, there was no contamination present in the reconstituted drugs or supplement vials. This complaint can be confirmed. A contamination trend, which includes this product, has been identified by bd. A corrective and preventive action (CAPA) has been opened to formally investigate the issue. The CAPA is currently in the investigation phase, and bd will continue to monitor and trend all contamination related complaints.

Event description:
It was reported while using the bd bactec¿ mgit¿ 960 sire kit, an unspecified number of patient samples were found to be contaminated with bradyrhizobium dentrificans upon identification from a different public health lab. The customer stated that contamination was visually observed in the isoniazid, ethambutol, and possibly rifampin tube samples. The contamination was noticed due to unusual turbidity in the affected tubes. It was also noted that qc was affected. There were no health impact or consequences reported. The customer has not responded to multiple follow up attempts by bd for additional information.